Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported the device was scissoring clips on unknown firings during a robotic prostatectomy. Another device was used to complete the procedure. There was no adverse consequence to the patient.